Event description:
The ge oec 9800 fluoroscopy system had intermittent lock-ups.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system needed a cpu upgrade. The single board computer was upgraded, with the other required components. The system would not accept re-calibration following the replacement and cpu upgrade. It was noted that the x-ray tube was failing and needed to be replaced. The facility refused to replace the x-ray tube and was advised of the consequences and issues that may result with a faulty x-ray tube on a system. The customer accepted that responsibility, and the system was released to the customer, but with inadequate calibration and the facility aware of the issues. The facility was unable to, or would not provide any pt info with respect to this issue.